Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low glucose alerts while using the ilet, with a documented glucose of 53 mg/dl confirmed by fingerstick and spontaneous return to range; the user expressed frustration with nighttime alarms and planned to discuss a potential secondary sleep target with their clinician. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no ketone testing, no professional medical intervention, and no use of backup therapy. Investigation included review of synced device data and user-reported history, along with troubleshooting and education provided regarding potential adjustment of overnight target settings under clinician guidance. Investigation of this case revealed no device malfunction and no identifiable device-related cause, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.